Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device delivered insulin inaccurately. Patient changed the infusion set and insulin cartridge but again experienced elevated blood glucose. Patient corrected hyperglycemia with an insulin pen. Infusion needle is changed every 2 days and the infusion tube and insulin cartridge every 3 days. Infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.